Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). The target lesion was located in the mid-left anterior descending (lad) artery. The physician used an al1 guide wire and an asahi guide wire to access the lesion. The asahi wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed using the oad. Post-atherectomy angiography revealed a perforation in the lad artery. The physician removed the oad and advanced a balloon into the patient and across the perforation. The balloon was inflated to 20atms, but the patients blood pressure dropped and the patient coded. Emergency measures were taken and the patient was stabilized. The patient was transferred in stable condition to the ICU for monitoring. The following day the patient status declined and the patient expired in the ICU. Three requests for additional information have been made, but none has yet been received.